Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported seeing blood on the dialysate side of the filter during a routine hemodialysis treatment. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The investigation is ongoing at the time of this report.